Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing (B)(6) trial. (B)(4). Approximate age of device - 11 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was seen in the emergency department with complaints of 2 to 3 days of weakness and several mechanical falls. The patient also reported black stools for prior 3 days prior. The patient was admitted to the hospital with a hemoglobin and hematocrit (h and h) of 4.0 g/dl and 13.6%. The patient was transfused with 2 unites of packed red blood cells (prbc) and protonix was initiated. The patient's blood pressure medications were placed on hold to avoid hypotension. The h and h following transfusion was 5.4 g/dl and 16.6%. The patient was transfused with 2 more units of prbc. H and h on (B)(6) 2018 was 6.8 g/dl and 21%. The patient was given 2 units of pbcs. Their h and h rose to 7.7 g/dl and 23.3 % the following day. Patient¿s h & h remained stable and gastroenterology felt that there was no need to scope the patient at this time. The bleeding event was believed to be related to the supratherapeutic international normalized ratio for prothrombin time (inr). The patient was discharged home on (B)(6) 2018.

Manufacturer narrative:
A direct correlation between the left ventricular assist system (lvas) and the reported gastrointestinal (gi) bleeding could not be determined through this evaluation. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system a review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.